Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of over 500 mg/dl. Customer was treated with insulin pen, manual injection and intravenous fluids. Customer was using insulin pump within 48 hours of reported event. Customer was not able to perform troubleshoot because customer had open heart surgery on october 28. Insulin pump will be returned for analysis.